Event description:
The customer stated her blood glucose bottomed out. The ems was called. They ran tests on her contour meter and the readings were 42,86 and 101mg/dl. The customer could not remember if she received any medical treatment. Strip information was not provided, but they were expected to be returned for evaluation. A new kit was sent to the customer.